Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "occlusion error" was not reproduced. Evaluation sent the device to flowline for ultrasonic sensor us occlusion and downstream occlusion tests. The device passed all tests. A review of the event history log revealed multiple occurrences of "downstream occlusion" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an occlusion error during testing in the biomedical service department. There was no patient involvement. No additional information is available.